Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that was caused by an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device during dwell one of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting it was noted that the patient had an open clamp on an unused supply line during therapy. The technical services representative assisted the patient with clearing the alarm. Proper procedures were reviewed and the patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.